Manufacturer narrative:
The lead was returned in three segments for analysis. External insulation abrasion was noted at 3.8-4.8cm from the distal end of the middle segment, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors and a decrease in sensing were observed. The lead was explanted and replaced during a device upgrade. Patient is doing well.